Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - respiratory arrest.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 5am the patient experienced seizure and was not breathing. Cgm readings was showing 80 mg/dl. Wife attempted to administer glucagon but was unsuccessful because the patient was moving uncontrollably due to seizure. Wife then called 911. After paramedics arrived, they took a bg reading but it was very low that it does not even register a reading (patient said it was most likely below 20 mg/dl). Paramedics were able to administer glucagon injection after a couple of unsuccessful attempts. After this, paramedics transported the patient to the emergency room (ER) and no treatment was provided while in transit. The patient regained consciousness at the ER and there were no medications nor test done while at the ER. After a while he felt better and a bg fs was taken by the ER personnel but he did not recall the bg readings. The patient was discharged that same day. No additional medication were prescribed after his discharge from the ER. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.